Event description:
A 52 yr old male pt was in third degree heart block and required pacing. The staff indicated that the unit did not pace the pt. There is no indications of any adverse effect on the pt.